Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp implant, the automated impella controller (aic) did not recognize the impella cp pump. The pump was reconnected several times. However, the staff changed the aic after being prompted by the device and the pump was recognized by the new aic. There were no further problems in the course of the patient's care.

Manufacturer narrative:
A.1 and a.5 are unknown. The impella device was not received from the customer and therefore, ¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email, d2 device name has been updated, d9 return date has been added, updated h3 device evaluation anticipated, h6 type of investigation code added.